Event description:
Customer complained about receiving a sensor error. Customer stated the alert occurred after the initialization. During troubleshoot; customer stated that there is no damage to the connection bridge or pins, test plug procedure passed. Sensor was removed and it was reported that the sensor was not inserted into the skin. Blood glucose level 363 mg/dl treated with insulin pump. Nothing further reported.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.